Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The date received by manufacturer has been used for this field.

Event description:
It was reported that while using 5 bd luer-lok¿ syringes with attached needles there was foreign matter.   The following information was provided by the initial reporter: foreign matter in the plungers fluid is thick.

Event description:
It was reported that while using 5 bd luer-lok¿ syringes with attached needles there was foreign matter. The following information was provided by the initial reporter: foreign matter in the plungers fluid is thick.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation: yes. D10: returned to manufacturer on: 2022-03-01. H6: investigation summary: seven 3ml syringes (p/n 309575) were received and evaluated. Through visual inspection observed that it is most likely silicone lubricant used in the assembly process of which the normal expected amount was present. The condition observed was acceptable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.